Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2022. During preparation, the basket wire was broken and detached. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned zero tip basket was analyzed, and a visual evaluation noted that 1 of 4 basket wires is broken but still attached to the basket. Functional inspection observed that the device open and close normally. The reported event that the basket part has separated and fell off was not confirmed. Based on all available information, it is possible that operational factors such as handling or manipulation, interaction with other device, or excessive force applied during it use, could have caused this failure and consequently affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a procedure performed on february 25, 2022. During preparation, the basket wire was broken and detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.